Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b005839n45, implanted: (B)(6) 2004, product type: catheter. Product ID 8703w, serial# (B)(4), implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
Upon device return, analysis found a motor gear train anomaly where corrosion and/or wear and/or lubrication occurred. A stall due to shaft-bearing was also noted. Evaluation code has been updated/corrected.

Event description:
Information was received from a company representative regarding a male patient receiving intrathecal fentanyl via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. The device was returned with no new information.

Event description:
It was reported that interrogation showed a motor stall without recovery, and the pump was explanted on the date of this report. The patient experienced increased pain. The issue was noted as resolved, and a new pump will be implanted. It was noted that the pump was still stalled. The patient status at the time of this report was "alive- no injury." The drug that was used via the device system was fentanyl. If additional information is received this report will be updated.